Event description:
It was reported that during trigen meta nail tibia procedure while drilling a distal a/p hole, the device could drill the cortical on the near side, but could not penetrate to the opposite cortical. The surgeon decided to use a radiolucent drill to complete the procedure, moreover, surgery was delayed for no more than 30 min. No patient injuries were reported.